Event description:
A report received from another country, indicated that a pt experienced a hypoperfusion and a transient ischemic attack during a stenting procedure of the internal right carotid artery. Vessel and lesion characteristics were described at moderately calcified with tortuousity and 75% stenosis. Post dilatation was conducted after implantation of a precise stent. Slow flow (hypoperfusion) was reported after post. The angioguard filter in place was captured and retrieved immediately. It was not suctioned. The pt developed paralysis of the left hand but no infarct was confirmed by fluoroscopy. Intravenous noradrenaline was given and the paralysis resolved within 15 mins. Post procedure CT scan revealed no infarct. Further investigation indicated the precise stent was fully apposed to the vessel wall, but the cause of the slow flow remains unk.

Manufacturer narrative:
This product is distributed outside of the united states. However, it is similar to the same product distributed in the united states. Represents slow flow (hypoperfusion). Additional info will be submitted within 30 days upon receipt.